Event description:
It was reported that a user experienced hypoglycemia while using the ilet system and was advised to perform a factory reset, which was completed with support and followed by setup and pairing to the mobile app. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included user education and troubleshooting with no alerts or alarms reported and no hospitalization. Investigation included user interview, review of use history as available, and guided troubleshooting with a factory reset and system reconfiguration. Investigation of this case revealed no confirmed device malfunction and no specific component failure, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence of device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.